Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. The sample initially resulted as 1.3 ug/ml accompanied by a data flag. The sample was then repeated and the result was 23 ug/ml accompanied by a data flag. The sample was then automatically repeated by the analyzer, resulting as 21.9 ug/ml accompanied by a data flag. The 21.9 ug/ml value was believed to be correct. No results were reported outside of the laboratory. The patient was not adversely affected by the event. The vancomycin reagent lot number was 65787101 with an expiration date of 12/31/2012. The field service representative could not determine a cause. He checked all probe alignments, fluidic adjustments, and the internal and external probe washes. He ran a check test and results were ok. The customer ran quality controls and results were ok.

Manufacturer narrative:
A specific root cause could not be determined. Control and calibration data do not give evidence that there is a general performance issue. The data did show that the customer did not follow roche guidelines for calibration frequency and quality control testing. As no raw data of the sample measurement is available, further investigation could not be performed.